Event description:
Pt treated in hosp for hypoglycemia about "3-4 weeks ago". Pt states "the pump gave an unintentional bolus". No further info is available at the time of this report. Product not returned for analysis.